Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported "too low" readings with the freestyle libre sensor, and experienced symptoms of nausea and dizziness. The customer self-treated with glucose and sweet tea, then had contact with a healthcare professional. An unknown blood glucose result was obtained and the customer was put on an unspecified drip. The customer did not know if the drip was glucose, which would be consistent with low readings, or insulin. There was no report of death or permanent injury associated with this event.